Manufacturer narrative:
This medwatch report # 2210968-2013-25699 is being voided as it is a duplicate of medwatch report # 2210968-2013-17459. Please see medwatch report # 2210968-2013-17459 for all information regarding this event.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2007, and monarc was implanted; and on (B)(6) 2012, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.